Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the needle area inside the analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The operator was running quality control (qc) samples when the leak was discovered. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and a lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the actuators on pinch valves 21 and 22 were sticking causing the leak. The fse replaced the actuators and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).